Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly, therefore, the patient visited the hospital and two weeks later a revision surgery was performed in which a crack was found in the cylinder tube connector. The pump was replaced according to the diagnosis of the doctor. The hospital did not elaborate on the cause of the cylinder connecting tube crack. The patient improved and was reported to be stable post procedure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly, therefore, the patient visited the hospital and two weeks later a revision surgery was performed in which a crack was found in the cylinder tube connector. The pump was replaced according to the diagnosis of the doctor. The hospital did not elaborate on the cause of the cylinder connecting tube crack. The patient improved and was reported to be stable post procedure.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observation of hole/perforated; however, product analysis concluded that the pump non conformance was the most probable cause of the reported mechanical anomaly. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the pump of this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually and microscopically inspected, leak tested and functionally tested. It did not pass the activation test since it required more force than specification to get activated. Product analysis determined that these activation non conformances could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.